Event description:
It was reported that a home patient replaced a final bag for a new solution bag during therapy. A technical service representative (tsr) advised the patient when starting over with new supplies to use all new supplies and not just replace the solution bag. No patient injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter. The home patient stated they replaced a final bag for a new solution bag during therapy. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.